Event description:
Boston scientific received information that shortly after the implant procedure; during defibrillation threshold (dft) testing, this right ventricular defibrillation lead became dislodged. The poclet was reopened and the lead was successfully repositioned. A dft was carried out twice at 31j where both where successful. No additional adverse patient effects reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.